Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter. Before reintroducing the varipulse¿ bi-directional catheter to the body, it was noticed that the catheter would not flush while out of the body. It built up pressure in the tubing and never went out the other end. The tubing was irrigating, but the catheter was not and there was no clot or char. The catheter was replaced and the problem was resolved. The procedure continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.